Event description:
It was reported that the diode of the device was found to be missing during set-up for a procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the diode of the device was found to be missing during set-up for a procedure conducted at the user facility. No patient involvement or procedural delays were reported with this event.